Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the mobile view station (mvs) fuses were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a lumbar fusion procedure. It was reported that while setting up for a two part procedure where the imaging system was being used for the second part the mobile view station (mvs) was not powering on. When the site plugged it into the wall, there was a spark. The site thought the fuses blew. The fuses were replaced and the system is functioning as intended. There was no delay to the procedure. No impact on patient outcome.